Event description:
Surgeon revised right acetabular cup, insert, and head. Patient complained of pain, radiolucent line around cup noted on x-ray and surgeon noted positive bone scan.

Manufacturer narrative:
An evaluation of the device cannot be performed as surgeon is sending the device to the lab so it was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding pain and loosening involving a tritanium revision shell was not confirmed.

Event description:
Surgeon revised right acetabular cup, insert, and head. Patient complained of pain, radiolucent line around cup noted on x-ray and surgeon noted positive bone scan.